Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow report will be submitted with investigation results once the evaluation has been completed.

Event description:
At 10:53 am, nurse programmed zosyn for a 4 hour infusion. The pump alarmed at 11:20 am and the zosyn was empty. The hospital has two selections for zosyn: rapid and extended. The nurse thought she picked the extended one. The zosyn was 50 mls and was set-up as a secondary. The tubing ws discarded. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.